Event description:
Post deployment of stent, angiogram was performed to visualize the deployed stent. Fracture was noted on the medial side of stent.

Manufacturer narrative:
A cine was received for eval and the original image was enhanced to enable a better visualization of the stent struts. The enhanced image shows that the stent was deployed normally and had a couple of offsets. However, the protege everflex self expanding nitinol stent is an open cell structure design and permits this kind of behavior under depression due to asymmetric plaque formation.